Event description:
Faciltiy alleges while pt being dialyzed, the arterial blood line splits at the pump segment causing approximately 100cc of blood loss. Facility reported that event occurs 30 minutes into treatment. The line was changed and treatment resumed. No ill effect recorded. Pre event hct32.3- post event hct33.3. Lot number not available. Facility will send sample for investigation.